Event description:
It was reported that during a case, shavings were generated by the unit and fell inside the patient. It was further reported that the shavings were flushed out.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.